Event description:
It was reported that a confirmed motor stall and motor stall recovery were recorded in the patient's event logs. The motor stall was caused by the patient having MRI in 2009. The patient's jump was not interrogated after the MRI. Two days later, a tube set error message occurred on the pump. The patient went to the ER with withdrawal symptoms of increased pain and diarrhea. Six days later, the patient's pump was interrogated and a recovery was noted. The patient was given two boluses which caused her to be admitted to the ER. The pump was reprogrammed to the minimum rate until the physician could determine if the patient's pump had a "true stall" or not. It was unk if the pump was infusing during the six days that the pump was stalled. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.